Event description:
It was reported that the buttons were not responding on the customer's insulin pump. Customer's blood glucose was 321 mg/dl. No delivery alarms had also been received on the insulin pump, and during troubleshooting, it was found the infusion set cannula was bent. Customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was down to 78 mg/dl, after having delivered a bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.